Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Moisture damage was found on the lcd board during visual inspection. The device also had a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to sweat since she wears it against her skin. Blood glucose value was 8.2 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.